Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an arch aorta aneurysm using conformable gore® tag® thoracic endoprosthesis(ctag) and gore® tag® conformable thoracic stent graft with active control system(ctag/ac). A ctag/ac was deployed proximally, it was deployed distal to the brachiocephalic artery as intended. While ballooning using non-gore balloon catheter, the ctag/ac migrated to near the left subclavian artery. A proximal type I endoleak and type ii endoleak were observed on the intra-operative angiography imaging. The physician elected to monitor the endoleaks and the procedure was completed. On (B)(6) 2021, reintervention for the continued proximal type I endoleak was performed, whereby an additional stent graft was placed at proximal side and the type I endoleak was resolved. The patient tolerated the procedure. No treatment for the type ii endoleak was reported.